Event description:
Reported by the surgeon as: "pt was experiencing symptoms of nausea and restriction. A gastroscopy was performed without identifying any issues (internally) of band placement. A laparoscopy later performed revealed that the band had a puncture on the inner inflatable lining with fluid visibly leaking from that point. The 10cm lap-band system was replaced with an apl lap-band system. It is not known if the material was perforated during the initial insertion following gastric-gastric suturing." Original and replacement device details were not provided. Original explanted device was returned. Follow-up findings: surgeon revised reported event as: "no nausea and restriction. Pt did well for four years, then no restriction. Leaking balloon found on x-ray. Replaced band with aps. Not a suture injury."

Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report has not been returned with the lap-band system by the reporter. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."